Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. On (B)(6) 2012, the patient was sent for a diathermy of granulation tissue and an exposure of the sling was confirmed. The mesh was excised and the vagina resutured. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The symptoms of vaginal spotting were noted on (B)(6) 2012. The physician opined the potential factors that contributed to the formation of granulation tissue, exposure were the mesh exposure and an infection in the left vaginal sulcus. The exposure was just under 1cm. The patient was prescribed orthogynest cream twice a week for three months initially on (B)(6) 2012. The exposure had not improved as of (B)(6) 2012. The patient underwent a surgical excision of the sling on (B)(6) 2012. At the three month follow up on (B)(6) 2013, granulation tissue was present. The patient was to continue on the orthogynest for three months and the patient is to follow up with the physician in three months. (B)(4).